Manufacturer narrative:
We received one (B)(4) catheter for examination. The balloon had a rupture near the distal balloon winding area. Edges of latex did not appear to match up at the ruptured site, indicating a gap of missing latex. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that when the catheter balloon was being tested before use on patient, the balloon burst. The balloon was inflated to the recommended volume (1.3 ml) with air. No patient complications were reported.